Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarm. The customer¿s blood glucose level was 196 mg/dl at the time of the incident. The drive support cap was normal. The customer was unable to successfully clear the alarm. The customer was unable to complete insulin pump rewind. Customer stated that they received alarm after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.